Event description:
The customer reported a problem with the control knob and no air/water flow from the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged by a plastic residue. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged by a plastic residue due to insufficient reprocessing. The reported event (control knob problem) was not confirmed. The airflow was insufficient during inspection. In addition, the adhesive on the bending section cover was separated, the connecting tube was wrinkled, the universal cord was wrinkled, and angulation was reduced due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material and the cause of the foreign material caught in the nozzle could not be identified. It is likely that the material was not removed even though the user reprocessed the device properly in accordance with instructions for use (IFU). The root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: preparation and inspection: inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿operation manual: inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ ¿reprocessing manual: precleaning the endoscope and accessories: flush the air/water channel with water and air - caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿manually cleaning the endoscope and accessories: clean the external surfaces of the insertion section. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section and confirm that all debris is removed from all surfaces of the distal end.¿ ¿flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.